Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: carto system. Other companies¿ devices were used in this study: ensite navx system (st. Jude medical), cool path duo catheter (st. Jude medical), 7-fr, 20-pole, two-site mapping catheter (irvine biomedical), fixed-curve long sheath (sl (0) (st. Jude medical), (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported two patients in group a with drug-refractory persistent atrial fibrillation (af) underwent radiofrequency ablation and developed cardiac tamponade requiring pericardiocentesis. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿impact of anteroinferior transseptal puncture on creation of a complete block at the mitral isthmus in patients with atrial fibrillation.¿ the purpose of this study was to investigate the efficacy of anteroinferior puncture for the initial success and long-term persistence of complete mitral isthmus block for the treatment of af. A 320 patients have been enrolled between january 2008 and december 2013. Suspect device is ez steer thermocool catheter, however catalog and lot number are unknown.

Manufacturer narrative:
(B)(4).